Event description:
In 2000,, the MFR's product complaints manager received medwatch report# 1018511 from the food and drug administration (FDA) that states the following: the device broke in two (2) segments releasing the cannula segment down stream into the pt's heart. The segment was retrieved by cardiac catheterization intervention. No further details were provided. In 2000, the MFR's rep contacted the facility's risk mgr for additional info. The facility's risk mgr stated the device was implanted in the pt in 1996, for infusion of chemotherapy. The device has not been used for approx one (1) year, but to risk mgr's knowledge has been maintained elsewhere. In 2000, it was noted that the device catheter had sheared and as a result, was explanted in 2000. No pt injury, the pt is fine. It was also stated that the device in question is available to be returned to the MFR for analysis. No further details were provided.